Event description:
It was reported that a malfunction code was displayed on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it without the malfunction recurring. The customer was advised to continue using the pump and to call back if the issue happened again.